Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called via phone to say he was hospitalized (B)(6) 2017 for low blood glucose at cook hospital. Customer had a cold and could not figure out while out hunting how to load a bolus .